Event description:
A customer contacted beckman coulter inc. (Bci) in regards to 0.00 iu/ml and no value ind* flagged thyroid stimulating hormone (htsh) results generated by access 2 immunoassay analyzer for four patients. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. * ind = indeterminate. The result is at the low end of the analytical range.

Manufacturer narrative:
While troubleshooting with a bci customer technical support (cts), it was discovered that no reagent pack was present in the designated slot in the reagent storage carousel. The cts assisted the customer in removing the miss-loaded reagent pack and verifying the remaining onboard reagent inventory. User error is the root cause for this event.